Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that patient did not urinate at all after their procedure up until the time of the report. Patient's clinician had them turn their therapy off and they stated they thought their bladder would burst. No further complications were reported.